Manufacturer narrative:
(B)(6) follow up, it was reported there is moisture or oil drops on the face of the plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe plunger rod-rubber stopper. No defects or imperfections are observed. There is medical grade lubricant applied to the syringe rubber stopper and the inner wall of the syringe barrel. A device history record review was completed for provided material number 301035, lot 3066846. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. Materials#: 301035, batch#: 3066846. It was reported by the customer that some type of moisture or oil drops on the face of the plunger in the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Product complaint team, please see attached picture regarding some type of moisture or oil drops on the face of the plunger in the syringe. Please advise asap. We have stopped production until we get a resolution.

Event description:
Materials#: 301035, batch#: 3066846. It was reported by the customer that some type of moisture or oil drops on the face of the plunger in the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Product complaint team. Please see attached picture regarding some type of moisture or oil drops on the face of the plunger in the syringe. Please advise asap. We have stopped production until we get a resolution.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.